Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2013; dvbb2d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance alert for high and undefined rv and superior vena cava (svc) defibrillation impedance. In addition, the pace/sense rv lead triggered and alert for high and undefined pacing impedance. All tachyarrhythmia detections were turned off and the leads remain in use. No patient complications have been reported as a result of this event.